Manufacturer narrative:
Based on the information provided, no conclusion can be made. It was reported that the patient experienced pain and was treated with medication. Appendectomy was performed during which an abdominal washout was conducted and the appendix was removed. Following appendectomy and wash out, post-operative pain was typical and eased as expected. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
As reported, during a hysterectomy procedure, a bard/davol arista ah was used on the surgical site. As reported, on (B)(6) 2022, the patient experienced severe and unrelenting abdominal pain. During this time the patient was given phentanyl through pca, 4 hourly ketamine, 8 hourly diazepam and paracetamol and diclofenac, but the pain was not easing despite pharmacological intervention. It was reported that the surgeon thought that the patient may be experiencing appendicitis, and so an appendectomy was performed during which an abdominal washout was conducted and the appendix removed. Following appendectomy and wash out, post-operative pain was typical and eased as expected.

Manufacturer narrative:
Based on the information provided, no conclusion can be made. It was reported that the patient experienced pain and was treated with medication. Appendectomy was performed during which an abdominal washout was conducted and the appendix was removed. Following appendectomy and wash out, post-operative pain was typical and eased as expected. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the previously reported statement regarding manufacturing review in h10 section. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hysterectomy procedure, a bard/davol arista ah was used on the surgical site. As reported, on 24-may-2022, the patient experienced severe and unrelenting abdominal pain. During this time the patient was given phentanyl through pca, 4 hourly ketamine, 8 hourly diazepam and paracetamol and diclofenac, but the pain was not easing despite pharmacological intervention. It was reported that the surgeon thought that the patient may be experiencing appendicitis, and so an appendectomy was performed during which an abdominal washout was conducted and the appendix removed. Following appendectomy and wash out, post-operative pain was typical and eased as expected.